Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. However, the problem was confirmed, based on the customer's report. Therefore, the root cause was determined to be use error. The lot number was not provided, therefore no batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance. The hp stated they were in dwell one and knocked a chair into one of the lines, which put a hole in it. The baxter technical service representative (tsr) advised them to end therapy and to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance received a call from the home patient's nurse on (B)(6) 2012, where she said she was not aware of that the patient had that issue. As far as she knew they had been completing therapy successfully. She would followup with the patient the next time. There was patient involvement, but no reported injury or medical intervention.